Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator had inappropriately delivered therapy. The device had misdiagnosed atrial fibrillation with rapid ventricular response as a true ventricular tachycardia. Programming changes were performed. The patient was in stable condition.